Event description:
The hospital engineering staff called and stated that they have no hi-low or trendelenburg functions on this bed. After troubleshooting on the phone by one of the hill-rom service technicians, it was determined that the problem was caused by a defective motor capacitor and main control board. Engineering staff decided not to repair the bed, due to its age. He reported no injuries or pt involvement.